Event description:
A customer reported that their pump battery would not charge, although the device was still under warranty. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer tried various troubleshooting steps, such as using different wall outlets and adapters, but the charging issue persisted. Technical support decided to replace the pump and instructed the customer to put the current pump into storage mode and return it with a pre-paid label within 10 days.